Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead is fractured and producing noise. During upcoming fontan procedure, the atrial lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.